Event description:
No intervention besides the changes in vns stimulation parameters was taken for the patient's vomiting. No additional relevant information has been provided to date.

Event description:
It was reported that the patient was experiencing a recurrence of vomiting with vns stimulation. The patient's vomiting and related nausea, which began prior to implant, worsened shortly after implant; however at the time, the physician did not believe the nausea and vomiting were related to vns since the device was disabled and the issues did not resolve. The patient's vomiting reportedly worsened again about 1.5 years later around the time that her device's autostimulation threshold was decreased from 30% to 20%, providing increased stimulation. The physician planned to change the patient's settings to see if they would have an effect on her vomiting. The patient was hospitalized to monitor and treat her vomiting issues. It was later reported that the patient's vomiting resolved after the autostimulation threshold was increased and the autostimulation on time was decreased. No further relevant information has been provided to date.